Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer reported a blank screen issue with their fs freedom lite meter. She then reported that as a result she experienced symptoms of blurry vision and headaches. Customer reportedly was seen at her doctor's office, diagnosed with hyperglycemia and hypertension and given an insulin injection along with oral diabetic medication which the customer stated was a change to her normal treatment. No additional information was provided. There was no report of death or permanent impairment associated with this report.